Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed a broken force sensor was detected during seating or regular delivery. The patient¿s blood glucose level was 204 mg/dl. Customer states they are not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with critical pump error and pump error 35 due to corroded force sensor assembly. Unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest due to critical pump error. The device received with moisture damage on motor assembly.